Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air in line sensor fault when the primed line was installed. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the air in line sensor. As a result, the air in line sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.